Event description:
It was reported that the patient experienced an infection located at the ipg site. As a result, the scs system was explanted and the patient was prescribed oral antibiotics. The infection has since resolved.